Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
(B)(6). The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the endoscope device channel (all channel) tested positive with/ presence of mold indicator microorganism (1 cfu/100 ml). The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device. The results reported the endoscope device channel (all channels) resulted in greater than 1 cfu/endoscope. With results of viable microorganisms (gram positive bacteria detected bacilli (greater than 1 cfu/endoscope) , the results obtained a non conform result to french regulation. The microbiological quality of the endoscope is not satisfactory for an endoscope subjected to high-level disinfection and rinsed with sterile water. Olympus france service (ofr) will reprocess the endoscope and perform a new sampling. To date, the results has not yet been received. Cleaning, disinfection, and sterilization (cds) - paa_manual treatment anioxyde 1000 aer/ewd reprocessor: n/a (manual paa). Model name: n/a treatment per lde: detergent name: salvanios disinfectant name: anioxyde 1000 -manual cleaning : brush points: instrument / suction channel . Brush model: ref: cj-kedb-230-03, lot 2021122214vcbk manual disinfection performed. Disinfectant used: anioxyde 1000 detergent used: salvanios premium. Scope sterilized (noted anioxyde 1000). Cold sterilization per procedure. Scope storage: horizontally place. Container bin scope maintenance : by olympus supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the olympus (B)(4) french olympus subsidiary for hygiene microbiological investigation (hmi) second culture test for the device after the device was reprocessed , device evaluation and the legal manufacturers investigation. The olympus (B)(4) french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. Legal manufacturers investigation: root cause could not be identified. Based on the following findings from the complaint investigation, the relationship between the device and culture-positive events cannot be determined. Based on investigation, it was possible to confirm that the inspection was positive for microbiological analyses at regular intervals by the clients. Based on the investigation, two culture tests were performed in service business center olympus (B)(4), and both bacteria levels were above the action level in the first culture test, resulting in regulation to meet the french rules. In the second culture study conducted after the second reprocess, it was confirmed that bacteria levels were below the action level and satisfied the french regulations. In addition, sampling locations are all channels. Review of instructions for use (IFU) of cyf-5 reprocessing performed on the following: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Based on the obtained cds checklist from customers facility, it was confirmed that there were no obvious reprocess procedure deviations based on the content of the facility¿s cds checklist. In addition, it was found that peracetic acid was used for manual reprocess. The device was then inspected at sbc and the following defects were noted: peeling of curved rubber adhesive. Channel internal scratch. Image guide (ig) bundle missing. A review of the device history record found the subject device was shipped in accordance with specifications. Review of device service repair history found that there was no repair history within the one( 1) -year. Review of complaint history in the same facility and on the same device, confirmed that there was no complaint of events that were the same or similar to those reported. Based on the results of the investigation, a definitive root cause could not be established. An evaluation of the device could not confirm the suggested phenomenon. No cause could be assumed from the information provided for this investigation. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.